Event description:
A 67-year-old female patient (weighing 54 kg) was admitted to the ICU for post-cardiac arrest anoxic brain injury. An ivtm therapy was initiated with the thermogard xp ivtm system (sn (B)(6) for hypothermia protocol. After completing the hypothermia phase, rewarming was initiated with a target of 37°c, but the patient was cooled to 32 °c. The patient's temperature dropped to 32°c despite the machine being set to rewarm from 35 to 37°c (0.25°c/h). The anatomical location of the temperature probe was the esophagus. The thermogard system was in a run mode from march 15 to march 20, 2026, and the reported issue occurred on march 19th. The data graph of the thermogard system showed that the intravascular catheter temperature reached its maximum, yet the patient cooled to 32°c. In this context, a cardiac arrest occurred due to ventricular tachycardia (vt). The patient experienced a cardiac arrest for 20 minutes and was eventually resuscitated using advanced cardiac life support (acls). The customer stated that malignant arrhythmias are described at a temperature of 32°c.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was not returned to zoll for evaluation. However, event log files have been retrieved from the system and are currently under review. A follow-up report will be submitted upon completion of the review or investigation. The event of cardiac arrest was considered serious due to its life-threatening nature. The patient developed ventricular tachycardia during therapeutic cooling at 32°c, which progressed to cardiac arrest lasting approximately 20 minutes. The patient was successfully resuscitated. Ventricular tachycardia and other arrhythmias are known to occur during therapeutic hypothermia at 32°c and may be associated with cold-induced prolongation of cardiac repolarization and/or related metabolic changes. The event of cardiac arrest was assessed as probably related to the device and procedure.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was not returned to zoll for evaluation. However, event log files have been retrieved from the thermogard system and have been reviewed. Also, the thermogard system was tested by the distributor at the customer site. Based on zoll's log file review and the distributor's functional test, no device malfunction was noted that could be attributed to the customer's reported incident. The thermogard system performed within specification; it warmed when needed and cooled when needed. The thermogard xp ivtm system functioned as intended. Based on the event log and testing, the thermogard xp ivtm system functioned as intended. There is no evidence that the device contributed to the decrease in temperature, and no user error was identified. Based on available information, the patient experienced hypothermia to approximately 32°c following cardiac arrest, consistent with impaired thermoregulation. Spontaneous hypothermia may occur in this clinical context; a potential contribution of rewarming procedures is not a commonly reported effect. The event of cardiac arrest is assessed as serious, not related to the device, and unlikely to be related to a rewarming procedure.